Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced hyperglycemia. Customer¿s blood glucose level was 490 mg/dl and treated with insulin pump. Customer also reported that the insulin pump had blank display and after reinserting new battery got battery failed alarm. It was also reported that the after connected to new set insulin pump had insulin flow blocked alarm. The insulin pump will not be returned for analysis.